Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was occluded. Customer stated that they experienced no delivery issues in the past. Customer's blood glucose was 123 mg/dl. Customer unable to do troubleshooting due to this was past event. It was not determined the cause of the issue and the product will be returned for analysis. The customer was advised to change the infusion set and to call back if issues persists to perform troubleshooting. No further information provided.